Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and deflation.

Event description:
Healthcare professional reported "right side deflation, right side capsular contracture baker grade iii/IV." Device has been explanted.

Manufacturer narrative:
Device evaluation: opening, white particles inside of the surface of the shell. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify three punctured in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - two puncture opening on anterior assessed to surgical damage like. - a puncture opening on posterior assessed to surgical damage like.

Event description:
Healthcare professional reported "right side deflation, right side capsular contracture baker grade iii/IV." Device has been explanted.